Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle was stuck and it was not fractured in the body. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return for mmt-7040a was expected and it will be returned for analysis.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection. Found needle separated from sensor base and checked needle for burrs/hooks and dull needle tip and found introducer needle bent inside needle hub causing needle hard to remove from sensor as noted in the comments by the customer. No broken needle noted. Also, found sensor electrode broken in half, missing broken part. Unable to performed functional test due to broken sensor electrode and bent needle inside needle hub. In summary, the customer complaint for needle hard to removed confirmed due to sensor needle being bent inside needle hub. Also, found sensor electrode broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.